Event description:
Customer reported a no delivery alarm. The customer's blood glucose was 277 mg/dl. The customer was assisted with performing a fixed prime. She stated that insulin was able to exit from her insulin pump. The customer also inquired why her insulin pump took 20 units of insulin during a prime instead of her normal 8 units. The customer also reported an absence of no delivery alarm. The customer declined to troubleshoot. The customer was advised to revert to a back-up plan. The customer's blood glucose was 298 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error alarm during the basic occlusion test and alarmed an error during prime due to moisture damage on the force sensor. The device was received with moisture damage on the motor assembly. However, no moisture damage found on the electronics, battery tube, vibrator or keypad assembly. The test minilink transmitter communicates properly to the insulin pump. No unexpected lost sensor alarm noted. Unable to perform the occlusion and excessive no delivery test due to the motor error alarms. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.